Manufacturer narrative:
Eval in progress, but not yet concluded. Software data logs were returned to the manufacturer on (B)(4) 2013 for further eval. The fsr left the perfusion system charging overnight ((B)(4) 2013) and discovered that the batteries were not holding a charge. This suspect system is used as a back-up system.

Event description:
The field service rep (fsr) reported that during preventative maintenance (pm) of the device, he discovered the batteries (13.3 vdc) on the perfusion system were completely dead. The fsr discovered that the perfusion system was plugged into a/c outlet but has not been turned on since last pm (june 2013). Since the event occurred during preventative maintenance, there was no pt involvement.